Manufacturer narrative:
This is no longer deemed reportable.

Event description:
Additional information received identified that there is no alleged deficiency of the device and surgical intervention of the ipg is no longer being planned.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced charging communication issues with their ipg. The device is still providing therapy. In turn, surgical intervention may be pending to address the issue.